Event description:
It is reported that the final implants did not fit as the trials did. The neck would not taper onto the stem. A new set of implants were opened and the fit was good.

Manufacturer narrative:
This report will be amended when our investigation is complete.